Event description:
The customer reported the +21.5 diopter cc4204a silicone piece collamer lens was misloaded into the cartridge and consequently, the lens was damaged as the surgeon inserted it in the eye. This incision was enlarged slightly and the lens was removed/replaced. The reporter stated the event was caused by a loading error.

Manufacturer narrative:
Pt weight: unknown. Brand name: collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product showed the optic was torn and piece of the optic and haptic were torn off and missing. (B)(4).